Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 system, and identified the failure mode as a faulty lamp source assembly. The fse replaced the lamp source assembly to resolve the issue. (B)(4).

Event description:
The customer reported the generation of six (6) low patient results for tbil (total bilirubin) on their unicel® dxc 800 instrument. The erroneous patient results were reported out of laboratory; however, there was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.